Event description:
It was reported that while attempting to put in three stent grafts to cover a left popliteal aneurysm, via the left femoral, the first stent was deployed without difficulty, but after meeting resistance, the second stent only partially deployed. The proximal end deployed, but the distal end would not. As the system was being removed, it was noted that either the tip of the catheter or the marker band had detached and went into the partially deployed stent, where it remained because the distal end of the stent had not deployed. After several attempts were made to remove the detached component, the doctor was finally able to push the wire thru the piece that had detached, and then he used a small balloon to help remove it with the wire and the balloon catheter. The component was successfully removed, and the partially deployed stent was completely deployed with a pta balloon. No injury to the pt was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned for investigation. The returned x-rays were evaluated. The first picture shows the implantation of the first fluency stent graft in an s-shaped anatomy. It can be clearly seen that the stent graft is not completely expanded in the middle section due to the calcification/stenosis. The second image of the series shows that the distal end of the second stent graft is placed inside the first not completely expanded stent graft. It can be assumed that the implantation of the second stent graft was performed without prior post-dilation of the first stent graft. During this, most likely the tip of the second fluency deployment system became stuck inside the not fully expanded section of the first stent graft, causing the reported tear-off of the tip of the deployment system. After the implantation of the second stent graft a dark shadow is visible in the area of the not completely expanded first stent graft. This shadow can be a marker band, however, without the complaint sample a verification is not possible. As the sample was not available for investigation, the complaint could not be confirmed. The results of the investigation are inconclusive. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.